Event description:
Report received of two ports of a pt's central venous catheter clotting off due to non-delivery of IV fluids. It was reported that a pt was in the hosp for ureter repair and reportedly had multi system problems. The pt went to surgery in 2000 and along with an unspecified procedure, had a triple lumen central venous catheter placed. It was reported that 2 of the 3 lumens of the catheter clotted off due to non-delivery of unspecified fluids. Any other details of the event were not known. There was no reported pt event. It was reported that the pt still had IV access as one of the ports remained patent. Though requested, there was no further info available.